Manufacturer narrative:
(B)(4). Concomitant products: csr humeral tray ¿ cat. No. 115340, lot no. 492370; versa shoulder system comprehensive shoulder adapter ¿ cat. No. 118001, lot no. 201410; csr shoulder stem ¿ cat. No. 113648, lot no. 104520; csr glenosphere ¿ cat. No. 115310, lot no. 609790; csr glenosphere baseplate ¿ cat. No. 115330, lot no. 550050; fixed locking screw ¿ cat. No. 180501, lot no. 468580. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Product location unknown.

Event description:
It was reported that a patient underwent right total reverse shoulder arthroplasty. Subsequently, the patients glenosphere disassociated. The patient experienced dislocation of the shoulder as well as poly wear. No further information is available at this time.

Event description:
It was determined this device did not contribute to the event. Please void this submission.

Manufacturer narrative:
It was determined this device did not contribute to the event. Please void this submission.